Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was reported. A post implant dilation, one inflation, was performed using a 22 mm non-medtronic semi-compliant balloon. The post dilation was completed with no problems. An echocardiogram identified a little more than mild residual pvl. Three days following the valve implant, cardiac tamponade was reported. According to the physician the probable cause of the tamponade was the post-dilation. Ventricular perforation was reported, and a sternotomy was performed to treat the tamponade with a patch. The patient was transferred to the intensive care unit (ICU) following the successful sternotomy intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: no images were provided to medtronic, so no image review could be performed. The valve remained implanted, so it was not returned to medtronic for product analysis. The reported event indicates that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was reported. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a post implant dilation, with one inflation, was performed using a 22 mm non-medtronic (osypka) semi-compliant balloon. Vascular complications, such as, cardiac tamponade and perforations are known potential adverse effects per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.